Event description:
It was reported that a customer experienced a pump shutdown during a 30-minute charging session. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump and ensured that insulin delivery was resumed and the continuous glucose monitor session was rejoined. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.